Event description:
It was reported that pump displayed repeated cartridge change errors with multiple cartridges despite customer following loading instructions and using properly stored, room temperature, unexpired insulin. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reload cartridges with guidance from technical support and advanced support, cleaned and inspected pump and cartridge areas, and used a new cartridge, but error persisted, so customer switched to multiple daily injections as backup therapy while technical support arranged replacement of pump.